Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The impactor did not impact which is considered normal wear due to general tool degradation since the impactor had met its life expectancy due to its high cycle count. The trigger was observed to be difficult to press/depress and was getting stuck resulting in unintended operation which is consistent with lack of lubricant ¿ improper maintenance. The IFU states the following regarding the reported issue that was observed by the user or customer: if the device is unable to complete the surgical procedure due to decreased power or intermittent operation or fails to meet the criteria defined in the inspection and functional testing section, it has reached its end of life and shall not be used. UDI: (B)(4).

Event description:
It was reported that the kincise impactor device was making a sound but was not impacting at all. During in-house engineering evaluation, it was determined that the device did not impact, the trigger was observed to be difficult to press/depress and was getting stuck resulting in unintended operation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.